Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions. Review of the data identified noise which resembled electromagnetic interference. Additionally, there was a high shock impedance measurement identified. A boston scientific technical services consultant discussed further troubleshooting for this patient. No adverse patient effects were reported.